Manufacturer narrative:
The cause for the discordant (B)(6) advia centaur xp ahbs results compared to repeat testing after patient vaccination is unknown. There were no other discordant (B)(6) results reported by the customer. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant (B)(6) advia centaur xp ahbs results were obtained on two patient samples when follow up testing was performed after hepatitis b vaccination. There was no known report of patient treatment being altered or adverse health consequences due to the discordant (B)(6) advia centaur xp ahbs assay results.